Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) ECG cable is damaged. No harm was reported.